Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was reaching to get something off of the nightstand, fell out of bed, and hit the corner of the nightstand, striking the device itself. There is a bruise over the device and an indentation was felt on the device can. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.